Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was removed from the ventilator. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien reference number: (B)(4).